Event description:
Upon interrogation a decrease in r-waves and increase in the lv threshold were observed. X-ray confirmed a pericardial effusion and perforation. The patient is well with no symptoms. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.